Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of almost passing out due to having low blood glucose and paramedics were called on (B)(6) 2017. Customer believed that blood glucose may have been the 60 mg/dl. Customer was treated with food and glucose tablets and blood glucose stabilized. Customer was wearing insulin pump. Customer declined troubleshooting.